Event description:
It was reported that during the implant attempt, the lead was repositioned several times in to the right ventricle, but measured unacceptable thresholds and high impedance. The lead was not implanted and was replaced with a new lead into the same area which resulted in good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full the lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).